Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager's interface cable was not functional. The cable was removed and a new one was installed to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator door failed to release twice, while a patient was undergoing cardiac arrest.the customer added that users were able to procure the required medication from a different station.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator door failed to release twice, while a patient was undergoing cardiac arrest. The customer added that users were able to procure the required medication from a different station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4, e3 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-sep-2021 to 20- sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed twice during a case. The field service engineer powered down the station, removed and replaced external cable to remote manager and powered it on to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.